Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the fill cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver reported that the patient had an open clamp on an unused supply line. The caregiver stated that they would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause for air in the line. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.